Event description:
It was reported that a device recognized a loaded set when no set was present. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The unit was received inoperable due to constant "reload set" messages caused by failed downstream sensor. The failed downstream sensor can also create the conditions for load point #1 and 2 not recognizing tube removal which can be perceived "false detection of set loaded" as per reported symptom. The downstream sensor will be replaced.